Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only: field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: the report from hospital say: on (B)(6) 2024, a 120 patient with cerebral hemorrhage was admitted. The vital signs were unstable and the pulse oxygen was low. The doctor ordered tracheal intubation and a ventilator to assist breathing, but the pulse oxygen did not rise. The ventilator showed an oxygen concentration of (B)(4), and the central oxygen supply pressure was normal. The oxygen cell defective. The doctor was promptly notified to replace the ventilator no consequences or harm occurred.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the report from hospital say: on (B)(6) 2024, a 120 patient with cerebral hemorrhage was admitted. The vital signs were unstable and the pulse oxygen was low. The doctor ordered tracheal intubation and a ventilator to assist breathing, but the pulse oxygen did not rise. The ventilator showed an oxygen concentration of 31%, and the central oxygen supply pressure was normal. The oxygen cell defective. The doctor was promptly notified to replace the ventilator no consequences or harm occurred.